Event description:
It was reported that the patient was seen in clinic and experienced pocket stimulation. Upon interrogation, the right atrial lead exhibited low impedance and insulation damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found two filars of the outer coils fractured at 16.9cm from the connector pin, which was consistent with clavicle crush damage. The exposure of the inner coil at this location likely caused the reported complaint of low impedance.